Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in operating room for system implant. It was noted that the right ventricular lead exhibited fracture, loss of capture, and low impedance. The lead was capped and replaced on the right side. The patient was doing well post operation and would continue to be monitored.